Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Initial reporter zip/postal code): (B)(6). Imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation of esophageal varices procedure. The exact procedure date was unknown. During the procedure, when the bands were deployed onto the varices, the bands slowly slid off of the esophageal varices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.